Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one device and one reload opened by the account without the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The needle was received engaged in the jaws of the instrument. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The subject needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the polysorb suture could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the suture came out of the needle. The suture reload fell into the patient cavity, but was not left in the patient.